Event description:
I have been performing liposuction since 1985. There have been several thousand patients in total since that time. We lubricate our stainless steel cannulas with sterile ky jelly and rarely even see the 2mm or 3mm insertion sites shortly after surgery. In darker skinned patients they may pigment as a small flat spot. A very peculiar event occurred in june and july of 2004. Several patients did fine with their liposuction but the insertion sites became severely inflamed. We ruled out infection but had no explanation. The reaction is severe, has lasted for the entire year, is disfiguring and distressing to the patients. All biopsy sites have yielded the same pathological diagnosis of a foreign body granuloma. The only variable was a change in the lubricating jelly to a triad select roduct. We became aware of other surgeons having the same precise experience. I personally informed the quality control personnel at triad of our shared experience in november of 2004, after it came to my attention the triad jelly may have been the cause of the problem. I firmly believe the FDA should suspend the use of the triad sterile surgical jelly for use during liposuction or any similar purpose until the ingredient (s) causing the foreign body reaction can be investigated, identified and removed.